Event description:
The customer contacted therakos to report they experienced a centrifuge bowl break with their cellex photopheresis kit ("kit") during the buffy coat collection phase of an extracorporeal photopheresis (ecp) treatment. The customer reported a collect pressure alarm due the patient movement and that they were able to resolve the alarm. The customer also reported blood sprayed up to the ceiling, but there was no concern of blood exposure. The customer is also unsure if there were difficulties when loading the bowl. The patient has been reported to have been stable. There was no report of patient harm associated with this event. The customer is returning photographs and the subject kit for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p312 was conducted. There were no non-conformances related to this complaint. This lot met all release requirements. A review of kit lot p312 shows no trends. Trends were reviewed for the complaint category centrifuge bowl leak/break, and no trends were detected for this complaint category. At the time of this report, the complaint investigation is still in process. A final report will be filed when the investigation is complete. Pqc-002026 jm (B)(6) 2026.